Manufacturer narrative:
Review of the product history records indicates that products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left hip implant on (B)(6) 2015 and was revised to competitive devices on (B)(6) 2016. Patient will not provide further information. Update: additional information received: all the parts on the list were removed (B)(6) 2016 except for the femoral stem. The revision was done to leg length of 15mm to 20mm.